Event description:
It was reported that a spectrum iq infusion pump will not stay running. It turns on and then goes of f after a few seconds. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'will not stay running. It turns on and then goes off after a few seconds" was not reproduced. A review of the event history log revealed multiple improper shutdown messages. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.